Manufacturer narrative:
The customer stated that they are not having any further issues.

Manufacturer narrative:
(B)(4).

Event description:
The customer was receiving alarms and quality control (qc) errors for multiple assays on the cobas 4000 c (311) stand alone system ¿ c311. The customer was able to calibrate some assays and qc was within range. The customer questioned results for either four or five patient samples tested for multiple assays. The number of samples could not be clarified. Of the four or five samples, three had erroneous initial results that were reported outside the laboratory for ca2 calcium gen.2 - calcium, creatinine plus ver.2 - creatinine, tp2 total protein gen.2 - total protein, ise indirect na for gen.2 - sodium, and vancomycin. The repeat results were believed to be correct. There are two vancomycin reagents manufactured by roche, vancomycin (vanc2) and vancomycin (vanc3). It was asked but not known which vancomycin reagent the customer was using. It was asked, but it is not known if the repeat result for patient 1 was measured on the same or a different c311. The repeat results for patient 2 and patient 3 were measured on another c311. For patient sample 1 the initial vancomycin result was 6.8 ug/ml and the repeat result was 4.0 ug/ml accompanied by a data flag. For patient sample 2 (female, (B)(6)) the initial calcium result was 11.6 mg/dl with a repeat result of 9.1 mg/dl. The initial creatinine result was 0.47 mg/dl and the repeat result was 1.74 mg/dl. The initial total protein result was 9.34 g/dl the repeat result was 6.9 g/dl. The initial sodium result was 139 mmol/l and the repeat result was 133 mmol/l. For patient sample 3 (female, (B)(6)) the initial calcium result was 13.1 mg/dl and the repeat result was 10.5 mg/dl. The initial total protein result was 10.5 g/dl and the repeat result was 7.4 g/dl. The initial sodium result was 153 mmol/l and the repeat result was 146 mmol/l. The patients were not adversely affected. Patient 2 was admitted to the hospital due to illness and other physical factors such as head trauma. The calcium, creatinine, and vancomycin reagent lot numbers and expiration dates were asked for but not provided. The sodium electrode lot number and expiration date were ask for but not provided. The total protein reagent lot number was 208824. The reagent expiration date was asked for but not provided. The customer stated it appeared that the piercer was not piercing the reagents, which caused the reagent probe to crash. The field service engineer found that the reagent probe was misadjusted. He adjusted reagent probe. The customer ran calibration and qc; all were within range.